Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was trying to issue an external item but encountered the error. A technical support specialist (tss) had the user cycle count the key item since the key was physically in its assigned cubie, but the remaining quantity showed as ¿1. After the cycle count was completed, the user was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue the external medication lorazepam 2 mg/ml vial but encountered the error message: controlled substance lockbox key was assigned but had not been returned. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.